Event description:
Complainant alleged that during a routine shift check by a clinician, the electro cardiogram trace drifted to the top of the monitor screen and eventually became a flatline. Also, in semi-automatic mode, an "analysis halted" message was displayed. The complainant indicated that there was no pt involvement in the reported failure.